Event description:
Event description guidant received information that this right ventricular lead displayed decreasing impedance measurements, increased threshold measurements, and was unable to capture the myocardium. It was questioned whether the loss of capture was due to a lead insulation issue or setscrew issue at the ventricular port. The ventricular output was increased and the pacing system was to be re-evaluated in two months time.